Manufacturer narrative:
Patient information is unknown. Device is an instrument and is not implanted/explanted. Complainant part has been received, however, product investigation is not yet completed; no conclusion could be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported, on (B)(6) 2018, surgery for spinal canal stenosis was performed by using the transforaminal posterior atraumatic lumbar spacer system (t-pal). The fixed area was l4¿l5. The posterior lumbar interbody fusion was performed in the area between l4 and l5. The intervertebral maneuver was done to insert the spacer to the area between l4 and l5. The intervertebral space was widened by a spreader. The 10mm size was selected by the surgeon. The spacer was inserted directly without a test run (as usual). The spacer was advanced into the intervertebral space and rotated completely. The spacer could not initially be released from the applicator (confirmed by imaging). The surgery was completed safely with a 30-minute-delay, and there was no adverse consequence to the patient. This complaint involves three (3) devices. This complaint is for one (1) spacer-applicator inner shaft. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
DHR review was completed. Part number: 03.812.003, synthes lot number: l38896, release to warehouse date: 06.jun.2017, manufacturing site: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. Reviewing DHR shows that the affected lot was released after complete final inspection with no detected issues regarding manufacturing procedure. This inner shaft was released in faultless condition. For details, please see appropriate section device history. The complaint condition can be confirmed as there could be identified the distal end of the returned inner shaft is slightly bent outwards. As mentioned in the complaint description the cage became rigid after complete rotation. Per surgical technique guide, an angle of 10-15° between the applicator handle and the sagittal plane is recommended during implant insertion. This angle is needed due to the design of the interface between applicator/implant in order to guarantee a release of the applicator when the implant has reached its final position. No product fault could be identified. Handling error / not following the procedure properly lead to the reported complaint condition. Design and clinical risk management (dcrm) for this hazard and harm can be confirmed that the dcrm adequately addresses the complaint event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.